Manufacturer narrative:
The clinic is reporting the adverse event only and did not request/require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported a wrinkle flap/ flap striae was found requiring the surgeon to perform a flap lift, rinse, and reposition. The clinic reported the patient after one day of post-surgery commented vision was a blur on right eye. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
In initial report, date of this report was entered incorrectly. Correct date of (B)(6) 2014 has been provided. In initial report, device available for evaluation selection was incorrect as "yes" has been provided in this follow up. In initial report, only one patient code was submitted. An additional(B)(4) for striae is provided. In initial report, only one report source was submitted. An additional report source is provided-user facility. In initial report, device manufacturer date was entered incorrectly. Correct date is 09/30/2007 all pertinent information available to abbott medical optics at this time has been submitted. Placeholder.